Manufacturer narrative:
Upon receipt of additional information, it has been determined no serious injury was reported as a result of this malfunction. Additionally, this malfunction has not previously been reported for having caused a serious injury on a same similar device in the past. The initial report was forwarded in error and should be voided.

Event description:
Upon receipt of additional information, it has been determined no serious injury was reported as a result of this malfunction. Additionally, this malfunction has not previously been reported for having caused a serious injury on a same similar device in the past. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
(B)(4). Report source foreign: event occurred in (B)(6). The product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Discarded.

Event description:
It was reported that during a surgery the anchor of the juggerstitch pulled out after implanting into the patient's body. Attempts have been made and additional information on the reported event is unavailable.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.